Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analyst commented, atrial lead unipolar impedance rises from an approximate baseline of 700 ohms to greater than 3000 ohms the week ending 2014 (B)(6).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a5dr01, ipg, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that an atrial lead alert in unipolar configuration was triggered due to the lead polarity switch to unipolar. The atrial lead exhibited high impedance, high threshold and as a result adjustments to output settings were made. Subsequently, the atrial lead exhibited no capture. The implantable cardioverter defibrillator (ICD) was reprogrammed to vvi mode. The atrial lead remains in use, and no patient complications have been reported as a result of this event.